Event description:
Immediately upon introducing blood to the dialyzer, the pt complained of shortness of breath and restlessness. Clinic staff noted that the pt's face turned red and then blue. Oxygen was administered and the treatment terminated without returning the blood in the circuit. The pt was placed on a baxter ca210 dialyzer and completed the treatment without further incident. This is two of three possible hypersensitivity reactions for this pt. Also see report numbers 7010848-2000-00001 and 7010848-2000-00003.

Event description:
Immediately upon introducing blood to the dialyzer, the pt complained of shortness of breath and restlessness. Clinic staff noted that the pt's face turned red and then blue. Oxygen was administered and the treatment terminated without returning the blood in the circuit. The pt was placed on a baxter ca210 dialyzer and completed the treatment without further incident. This is two of three possible hypersensitivity reactions for this pt. Also see report numbers 7010848-2000-00001 and 7010848-2000-00003.